Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple pump error¿s. The customer¿s blood glucose level was 152 mg/dl. The customer reported that the drive support cap was normal. Troubleshooting was performed. The device will be returned for analysis.